Manufacturer narrative:
Exemption number e2019001. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and the damage to the soft tip appears to be related to user technique/ procedural circumstances. There is no indication of a product quality issue with respect to design, manufacturing, or labeling of the device. The clip delivery system listed in will be filed under a separate medwatch report.

Event description:
This is being filed to report the damage to the soft tip of the steerable guide catheter (sgc). It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4. The clip delivery system (cds) was advanced and placed on the mitral valve. During deployment, it was noted the clip detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment (slda)). The clip then detached from the anterior leaflet as well, however was still on the gripper line. The cds was retracted to the left atrium (la). A guide loop was used to retract the clip to the femoral groin access. During removal the soft tip of the steerable guide catheter (sgc) was damaged. A new sgc was used to implanted another xtr mitraclip, reducing mr to <1. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.